Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program.   2 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 9 devices are pending evaluation.   There was no remedial action taken.  This device is not labeled for single use.

Event description:
This report summarizes 11 malfunction events, where it was reported the brakes are difficult to engage/disengage, the steer mechanism is difficult to engage/disengage, or the brakes cannot be engaged. There was no patient involvement.

Manufacturer narrative:
For the remaining 9 devices that were pending evaluation, upon testing and communication/interviews, the reported issue was not confirmed.

Event description:
This report summarizes 11 malfunction events, where it was reported the brakes are difficult to engage/disengage, the steer mechanism is difficult to engage/disengage, or the brakes cannot be engaged. There was no patient involvement.